Event description:
Caller reported air bubbles or gaps in the infusion set tubing between the t:lock and the patient, observed during pumping. There was no adverse impact to the customer's blood glucose level. The customer pushed the air out of the cartridge and resumed insulin use.